Event description:
A valiant captivia stent graft was implanted during endovascular treatment of a 60 mm thoracic aortic dissection. The device was inspected prior to use, no issues were identified, and the procedure was performed in accordance with the instructions for use (IFU). It was reported that during the index procedure, placement was planned just distal to the left common carotid artery; however, approximately 80% coverage of the vessel occurred. Vessel marking was performed during angiography, and deployment was executed according to the marking. It was reported that the vessel may have moved along with the device during deployment, resulting in a discrepancy between the initial marking and the final vessel position. Final angiography demonstrated no abnormalities in blood flow, so the procedure was concluded. Prior to discharge, however, the patient developed a cerebral infarction. An additional bypass procedure from the brachiocephalic artery to the left common carotid artery was successfully performed and the physician has reported that there have been no issues since then. Per the physician, the cause of the events is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion the reported inaccurate delivery, vessel occlusion, and cerebral infarction could not be confirmed based on the limited pre-implant imaging received for review. Therefore, the cause of the reported events could not be determined. Complete pre-implant CT datasets were not available, preventing a comprehensive assessment of the pre-implant anatomy. Additionally, procedural angiography demonstrating advancement of the delivery system, stent graft deployment, and the specific point at which the stent graft reportedly covered approximately 80% of the lsa was not available for review. While it is possible that the reported inaccurate delivery, resulting in partial occlusion of the left common carotid artery, may have contributed to the cerebrovascular accident, this relationship could not be confirmed based on the limited imaging available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.